Event description:
It was reported that the first implant was inserted through the capsule and flipped. Upon delivery of the second trocar, it was noticed the implant was not on the inserter but it was still in the shaft of the device. When the handle was pulled back, the implant came out and was still attached to the suture. The device was then discarded. The suture of the 1st implant was tied off flush to the meniscus. This occurred twice with another lot number. The remainder of the tear was repaired using a mini inside out approach and completed using another manufacturer's device.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.